Event description:
Caller reported air bubbles and gaps in the infusion set tubing, which were observed during the load sequence and tubing fill. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge, but did not mention whether insulin was resumed.